Event description:
A nurse reported reflux not working when using extrusion during a procedure. The procedure was completed with no impact to the pt. The nurse did not recall any other specifics of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).